Event description:
It was reported that the tip broke off into the patient. There was a delay of a few minutes to retrieve the tip from inside of the patient.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the tip of the inner shaft has broken off. Also, heavy wear marks on the window has heavy wear marks. Unable to perform a functional inspection due to the broken tip. The probable root cause could be debris got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke off into the patient. There was a delay of a few minutes to retrieve the tip from inside of the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.